Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a lar procedure, the first and second firings were fine, but after the 3rd firing there were loose unfired staples. It is unknown how the procedure was completed. There was no adverse consequence to the patient.